Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the ds was unable to be advance the left-iliac vessel. Access site vascular dissection and bleeding were noted at the left external iliac vessel. A stent was placed to resolve the event; blood transfusion was administered. The procedure was aborted. The patient remained hemodynamically stable throughout the procedure and the patient was reported to be discharged. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.